Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, lead performance data collected from the device was received and analyzed. Analysis of the lead from the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead impedance was 3008 ohms on (B)(6) 2014. Since (B)(6) 2014, sensing integrity counts went up to 40862 with approximately an average of 930 sic per day along with ventricular tachycardia non-sustained (vt-ns) episodes and evidence of oversensing on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has insulation damage with a fracture. The lead remains implanted but out of service and was not replaced. No patient complications have been reported as a result of this event.